Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called in to report that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 100 mg/dl, compared with the sensor glucose reading of 60 mg/dl. The customer was at school during the time of call. The caller was advised on how to turn the alerts off. Nothing was replaced or returned.